Event description:
Olympus was informed that before cleaning/reprocessing after a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the user facility staff noticed a damaged ceramic insulation at the distal end of the suspect medical device. Although the ceramic insulation was visually inspected before use where no abnormalities were determined, it is unknown when this damage occurred and whether a fragment fell inside the patient's bladder. However, three days later an x-ray was performed where no foreign objects were noted. The intended procedure was reportedly completed by using the same medical devices and there was no report about patient injury.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation or additional significant information becomes available, this report will be updated.